Manufacturer narrative:
The initial event reported was that ¿the power switch was not working¿ and thus the ventilator would not turn on; an MDR reportable event. On follow-up it was found that ¿the external oxygen sensor was missing¿. The oxygen sensor is an additional part not essential for the safe use of the ventilator and does not affect the functionality of the vent. The unit will continue to function and ventilate the patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the power switch is not working. There was no patient involvement.